Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pm it was discovered that cardiosave, intra aortic balloon pump (iabp) lower touch display is nonresponsive. There was no patient involved.